Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and six months later, computed tomography (CT) revealed superior extent of inferior vena cava filter was at mid l2 vertebral body. Inferior extent was at mid l3 vertebral body. A total of six prongs had perforated the inferior vena cava with maximum distance of 13 mm. Coronal images showed 4-degree tilt left to right and sagittal image showed zero-degree tilt. Subsequently one month later, the filter retrieval cone was used to grasp the apex of the filter, the sheath was passed over the filter to collapse the filter which was removed with gentle traction on the cone. A completion inferior vena cavogram confirmed that the inferior vena cava was patent without signs of perforation or clot. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and positioning issue. However, the investigation is unconfirmed for filter tilt, as medical record states that " coronal images showed 4-degree tilt left to right and sagittal image showed zero-degree tilt". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2011), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.